Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal and hot flush outcome was unknown. The reporter considered hot flush and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter added. Added event hot flashes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In (B)(6) of 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) of 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil migrated and embeddedin uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), pain ("chronic pain"), abdominal distension ("bloating"), alopecia ("hair loss"), arthralgia ("joint pain"), tooth fracture ("teeth just crumbling away"), dysgeusia ("metallic taste"), fatigue ("chronic fatigue"), vision blurred ("blurred vision"), dyspareunia ("pain full sex") and feeling abnormal ("brain fog"), experienced genital haemorrhage ("bleed the whole 11 months"), lasting 11 months and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal issues"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the embedded device, genital haemorrhage, hot flush, abdominal distension, weight increased, alopecia, arthralgia, tooth fracture, dysgeusia, fatigue, vision blurred, dyspareunia, feeling abnormal and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, dysgeusia, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, hot flush, pain, tooth fracture, vision blurred and weight increased to be related to essure. The reporter commented: essure case me to have a hysterectomy at 29. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event medical device removal was replaced with embedded device. Other new events chronic pain, bloating, weight gain, hair loss, joint pain, teeth just crumbling away, metallic taste, chronic fatigue, blurred vision, painful sex and brain fog were added. New reporter was added. On 23-mar-2020: social media comment received. New event "hormonal issues" , patient's age group, medical history and new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.